Event description:
It was reported that a (B) (4) handheld computer used for programming vns was experiencing problems interrogating. Follow-up with the physician's office revealed that the computer's screen was freezing upon interrogation. The issue resolved after changing the battery. A replacement programming system was sent to the site, and the old handheld has been returned to the manufacturer. It is currently undergoing analysis.